Event description:
It was reported that device was being prepped for a laparoscopic gastric bypass procedure. The scrub tech was unable to open the device, the anvil doesn't appear to be secured properly. The device was never used on the pt. Another device was used to complete the case.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.